Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify low reservoir alarm anomaly due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a motor error alarm. The customer stated that the device would rewind, fill tubing, then return to the motor error. Customer also stated that she received a low reservoir alert. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.